Event description:
It was reported that transmitter failed error occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). B5: describe event or problem - additional information. D9: device returned to MFR - additional information. D9: date device returned - additional information. H2: type of follow up- additional information/ device evaluation. H3: device evaluated by mfg- additional information. H3: evaluation included - additional information.

Event description:
It was reported that transmitter failed error occurred. However, a receiver with serial number (B)(6) was returned for evaluation. An external visual inspection was performed and passed. A receiver boot was performed and failed due to receiver stuck on initializing screen. No data was provided for evaluation. The receiver case was opened, and an internal visual inspection was performed and passed. Confirmation of the allegation and probable cause could not be determined. No injury or medical intervention was reported.